Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is not confirmed. One unpackaged ar-1934bcf-2 serial/batch number 15375293 was received for investigation. Functional testing was not performed due to the anchor not being returned. Visual inspection noted that the device appears used and was returned without the anchor attached. The attached image also does not show an anchor. The most likely cause is attributed to misuse/ user error due to excessive force being used. However, the anchor or an image of the anchor was not returned, so the complaint allegation cannot be confirmed.

Event description:
On 1st dec 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-1934bcf-2, suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, ve5 with #2 fiberwire® and #2 tigerwire®, its anchor broke during insertion. This was detected during a hip joint labrum repair surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-1934bcf-2. There were no patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.